Manufacturer narrative:
Please see the attached file for the results of our investigation. (B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation of femoral head.